Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available., the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursing a product liability claim arising out of the use of the nexgen cr femoral component and nexgen tm monoblock tibia. It is reported by the patient's counsel that the patient received an implant on (B)(6) 2006 and has a revision planned for (B)(6) 2014 because of instability and loosening. Note that the nexgen cr femoral component is within zimmer (B)(4) design control and the tm monoblock tibia is the only component that is within zimmer (B)(4) design control.